Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿power cable of the main controller (white terminal) had a small tear in the outer silicone layer¿ could not be confirmed through this evaluation. Event history detailed a small tear on the outer layer was reported by the patient. This led to the exchange of the system controller. Additional information was requested and communicated that the system controller will not be returned for evaluation. A root cause that led to the damage power cable could not be determined through this analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power cable of the main system controller had a small tear in the in the outer silicone layer on the white terminal. The system controller was exchanged.